Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power cable was replaced to resolve the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cable was returned to the manufacturer for evaluation. Visual inspection found that the cable jacket was open, exposing a small amount of internal conductor wire. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the power cord for the navigation system was frayed. No additional information was provided. There was no patient present when this issue was identified.